Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
: Additional product codes: erl, hbe, hwe. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing date: 28april2015. Manufacturing location: device manufactured by subcontractor (B)(4); device received and released for distribution in synthes. No non-conformance reports, rework, or other relevant quality notifications were referenced in the device history record. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The conclusion of the DHR review is that the final product, met inspection records, certification test values, and acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the device broke during surgery. There was no patient harm and surgical delay on five minutes. It was reported it broke just under the tip when the surgery was started; it was reported there was no force. It was reported the pieces of the device were all found. A spare device was available. It was reported the device was discarded. This is report 1 of 1 for (B)(4).